Event description:
A patient implanted with an implantable pulse generator (ipg) system was reported as deceased with limited information. Information identified in the paperwork indicated the patient died approximately two days post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the funeral home and clinic were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant: product ID addr01 implanted: (B)(6) 2012; product ID 5076-45 implanted: (B)(6) 2012. (B)(4).